Event description:
According to available information, coloplast has initiated a pmcf study as an online survey coordinated by an external partner. When coloplast received the feed-back from the survey an incident was identified, where it was stated that stoma necrosis occurred reportedly related to the use of ostomy rod. No further information available to date.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.